Manufacturer narrative:
From article "do the indications, results, and complications of reverse shoulder arthroplasty change with surgeon's experience?" Walch g et al., jses, 21: 1470-1477, 2012.revision to hemiarthroplasty for glenoid lossening: 2. This is the final report submitted regarding this surgical event and medical device.

Event description:
Analysis of an article "do the indications, results, and complications of reverse shoulder arthroplasty change with surgeon's experience?" Walch g et al., jses, 21: 1470-1477, 2012.2 revisions to hemiarthroplasty for glenoid lossening